Manufacturer narrative:
H6: investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. A device history record review could not be performed because a model or lot number was not provided by the customer. H3 other text: see h10.

Event description:
It was reported that the unspecified bd nexiva¿ diffusics¿ closed IV catheter system caused a dirty needle stick injury after use, and 1 catheter had issues with blood exposure to the clinician. The following information was provided by the initial reporter: "it was reported via post market survey that the clinician encountered occurrences of hematomas (10), blood stream infections (e.g. Blood stream bacteraemia, sepsis) (10), needlestick injury (after use on patient)(1), infiltration/extravasation (10), and clinician exposure to blood (1)."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the unspecified bd nexiva¿ diffusics¿ closed IV catheter system caused a dirty needle stick injury after use, and 1 catheter had issues with blood exposure to the clinician. The following information was provided by the initial reporter: "it was reported via post market survey that the clinician encountered occurrences of hematomas (10), blood stream infections (e.g. Blood stream bacteraemia, sepsis) (10), needlestick injury (after use on patient)(1), infiltration / extravasation (10), and clinician exposure to blood (1)."